Event description:
Related manufacturer reference number: 1627487-2019-06064.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Reference MFR. Report #1627487-2019-06064. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention was undertaken during which the patients leads were explanted and replaced. Surgical intervention addressed the issue.